Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The instrument was not inspected prior to use and the reported problem was "clips were caught on the clip tongs." This issue was persistent. The operation was completed with a replacement instrument. The medium-large clip applier instrument has been returned and evaluated by the failure analysis. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found with one grip bent. The damage was found near the base of the clip groove. As a result, the clip could not be properly loaded on the grips.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during the da vinci assisted surgical procedure, clips got caught into medium-large clip applier. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.